Event description:
A malfunction on the pump was reported by the caller. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information to reset the pump and assisted the caller with this process, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.